Event description:
Pt was an (B)(6) female with left middle cerebral artery (mca) m1 occlusion. Two passes were made with a merci retriever v 2.0 firm retriever for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. Mild stenosis was noticed around left m1 region after procedure with merci retriever. Also, vascular occlusion was confirmed at an angiography after operation; 33.6 mg of tissue plasminogen activator (t-pa) was intravenously administered to the pt during the case. No medical intervention was performed during the case. Physician believes that the occlusion may have occurred due to endothelial injury with merci retriever. Also, the physician stated that it is possible that there had been vessel occlusion prior to this operation.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.